Event description:
It was reported that during follow up high capture thresholds were observed. A lead bent was observed via a chest x-ray. The patient did not want additional surgery and the lead remains implanted. Monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.